Manufacturer narrative:
Lot information unknown and if it becomes available a follow-up report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, implant broke at the top.